Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratched lcd window, scratched keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin blocked alarm. The customer stated that upon removing the reservoir, they noticed that the reservoir compartment was damaged. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.